Event description:
It was reported that in sterile processing department, the prograsp forceps instrument was found to have a broken wire. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch up cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited a scratch mark with light material removed. The scratch was .024 - .166 in length and was aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable and the main tube scratches with missing material found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.